Event description:
It was reported that the patient, implanted on (B)(6) 2000, complained about changes in sound perception, or no sound at all, for the last 2-3 days. At first there was a random noise, and in the evening there was no sound at all.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.